Event description:
It was reported that patient underwent left knee revision approximately ten years post-implantation due to instability.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 visual examination of the provided picture found the articular surface is worn. The device was not returned for further evaluation. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were received but not for the revision procedure that was reported. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.